Manufacturer narrative:
A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3231 performance issue is not a likely contributor to the event. In addition, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es lot 3231. Vitros tropi es within run precision testing performed by the customer on vitros 5600 integrated system was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros immunodiagnostic products troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample vitros tropi es result 0.163 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event this report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).